Manufacturer narrative:
Title: short- and long-term outcomes of thoracoscopic pneumonectomy ¿ single center experience source: videosurgery miniinv 2021; 16 (2): 369¿376. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared the outcomes of video-assisted thoracoscopic pneumonectomy in patients with lung cancer between september 2010 and january 2020. A stapler device were used for soft tissue dissection and lymphadenectomy. There were 19 patients in the study and complications included bleeding (800ml), stapling the suction catheter tip into the bronchial staple line, esophageal perforation and air leak in the bronchial stump. Conversion to open was required to resolve the bleeding and to remove the catheter tip from the staple line. Reoperations were required to treat the esophageal perforation. The air leak in the bronchial stump was sutured intraoperatively and confirmed to be airtight.